Event description:
It was reported that the insulin pump alarmed for motor error. The reporter stated that the blood glucose reading at the time of the call was good. The insulin pump was not dropped, bumped or exposed to magnetic field. Advised to use back-up plan and to contact their health care provider for replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).